Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) procedure, the cartridge cracked while advancing the plunger. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of an unspecified iol. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for company cartridge use with any lens model combination. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).